Manufacturer narrative:
There is no allegation of pump malfunction; therefore, the pump has not been returned to animas. If the device returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the reported incident occurred in (B)(6) 2010. The data from that time has been overwritten due to continued pump use and is therefore unavailable for review. A review of the current total daily dose history from (B)(4) 2012 to(B)(4) 2012 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or pump conditions observed in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the keypad was torn at the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
It was reported that the pt experienced blood glucose of 570mg/dl without signs or symptoms of hyperglycemia. A family member provided a correction bolus via the pump and there was no need for medical intervention. She stated that the pt received and confirmed multiple exceeds maximum total daily dose alarms without informing her of the issue. The family member estimated that the pt did not receive basal insulin for a few hours. In addition, she confirmed in the pump history that the pt did not deliver bolus insulin for an earlier meal. She reviewed the time/date, the total daily dose, and the basal rates and confirmed that all info was accurate.